Event description:
The customer reported that the system would intermittently stop working. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.